Manufacturer narrative:
D10 concomitant products: lxmj37l, maryland xp latch sealer/divider 37cm (lot #: unknown), vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total hysterectomy with para-aortic lymph node dissection, the first handpiece stopped outputting and had error 402. The stoppage timing occurred right after the output button was pressed. There was energy output, but no seal completion sound. The jaw region was in a clean condition and was cleaned every time it got dirty. A second similar device was also taken out, but an error 402 also occurred. The error occurred several times at the initial timing of output but since the number of errors significantly decreased, they completed the procedure with it. Procedure was extended for 5 minutes due to device replacement and the issue occurred, and the time when the sealing could not be performed. There was no patient injury. Medtronic's initial evaluation of the incident device found that the pieces of the overmold were missing.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no the jaw was damaged. Pieces of the overmold were missing. Functional testing found that the damaged jaw most likely occurred during transit, storage or possibly due to a drop. Due to the condition of the returned device the reason for returned could not be analyzed. The weld integrity of the device was inspected and was found to be within specification. The device was detected when plugged into generator. No electrical or wiring issues were found. It was reported that the first handpiece stopped outputting and had error 402. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged jaw. The most likely cause was traced to transport or storage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total hysterectomy with para-aortic lymph node dissection, the first handpiece stopped ou tputting and had error 402. The stoppage timing occurred right after the output button was pressed. There was energy output, but no seal completion sound. The jaw region was in a clean condition and was cleaned every time it got dirty. A second similar device was also taken out, but an error 402 also occurred. The error occurred several times at the initial timing of output but since the number of errors significantly decreased, they completed the procedure with it. No broken parts were observed in the cavity and no special measures were taken. Procedure was extended for 5 minutes due to device replacement and the issue occurred, and the time when the sealing could not be performed. There was no patient injury. Medtronic's initial evaluation of the incident device found that the pieces of the overmold were missing.